Event description:
Additional information was received from that the new antenna did not resolve the issue. They repeated the information about coupling bars on both the left and right side implants. Caller clarified she had 2 rechargers but may use them interchangeably for each side and determined same recharger does work for the left side but not as well with the right. The caller stated this has been an issue since implant she has not been able to get a good connection and has been struggling more lately. The rep stated the implant may have been implanted too deep. Caller did not note any indication that the ins flipped and did state she was recently in a car accident and they did xrays and everything looked normal. They met with the rep and could only get 2 coupling, 2 times got 4 bars and told the patient to have a goal of 4 bars. Caller repeated her concern with ins on right side depleting faster than left side. Confirmed no previous over discharge. Caller noted hcp has checked impedences and they are all in the normal range. Hcp has looked at programming and they are almost identical with only a slight difference in pulse width that hcp's opinion is not a big enough difference to ca use a drastic difference in ins depletion. Caller thinks right ins depletes 2 times as fast. Left ins depletes slower. Caller reports charging both sides up to 100%, then a couple days later right ins will have depleted much faster, then it will take 1 hour or so to charge the left side and after a few hours of charging right side it won't be fully charged. Caller stated she has depression and reviewed that due to her depression she did not charge as regularly during the winter, ins may have discharged but never over discharged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date updated to (B)(6) 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that they never get a good connection when charging their implants since day one. They would get 4-6 boxes on the left ins, and 2-4 boxes on the right ins. The patient also said the right ins depletes much faster than the left, and the settings for each side were similar. The left side would charge until they saw the charge sufficient screen but they struggle to get the right ins charged to 50%.they said it probably started in the past year and a half. It was also noted they struggled a lot this winter with depression, and if they experience depression, they feel less inclined to charge. An email was sent to repair to request an antenna to see if that positively impacted the issue. The issue was not resolved. No further complications were reported with this event.

Manufacturer narrative:
Refer to manufacturer report #: 3004209178-2019-10752 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported that the patient says they can't good telemetry when charging the battery. Environmental/external/patient factors that may have led or contributed to the issue patient was in emergency dept after car accident. Diagnostics/troubleshooting included checking the battery and it said ok and battery was on. No interventions/actions taken. Unknown if the issue was resolved. They were contacted by the nurse as the patient wanted to beck checked for a concussion. A CT scan was performed. They have never been able to get good telemetry to recharge the systems. They are only able to get 2-4 bars. No symptoms reported. No further complications were reported or anticipated.